Manufacturer narrative:
G4:29dec2020. B4: 08jan2021. The field service engineer (fse) evaluated the unit and could not duplicate the reported problem. The (fse) performed preventive maintenance (pm) and the unit passed all test and return to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
After further investigation, it was found that the field service engineer replaced the data acquisition pcba and solenoids 2, 3, and 4 to resolve the issue. The unit passed testing and returned to service. The parts were returned for failure analysis but no faults were found and all passed testing.

Manufacturer narrative:
G4:01jan2021; b4:24feb2021; h11:g5:k102985. H10: per respiratory therapist, the unit was not on the patient when the error message was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The valves were returned to failure investigation for analysis. Failure analysis on the returned xvalves shows that the xvalve 2, xvalve 3, and xvalve 4 solenoid valves were tested, and no failures were identified.

Manufacturer narrative:
The data acquisition (da) board from the device was received for failure investigation. Analysis on the returned da board shows that no fault was found. Failure investigation could not replicate the problem.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported that the unit failed with proximal pressure auto zero. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on patient, but there was no patient harm reported.